Event description:
It was reported that when the bd pyxis¿ medstation¿ es,pyxis machine unable to turn on. The customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis machine won't turn on. A field service engineer successfully reseated cable within the electronic drawer to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.